Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coated portion was torn, allowing current to escape. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, and while attempting to incise the papilla, part of the single use 3-lumen sphincterotome, which should have been coated and not conduct electricity, came into contact with tissue other than the duodenal papilla and became white-burned. A small mark was noticed on the area around the duodenum. The procedure was completed, and no reports of patient harm were reported.